Manufacturer narrative:
The electrode pads were not returned to zoll medical for evaluation. Instead, the ECG data from the event was returned and evaluated. Review of the clinical data showed pads off messages and ECG signal lost. When the ECG is acquired, it has baseline wandering, railing and motion artifacts. This indicates poor coupling between the electrode pads and the patients skin. The data also shows ECG capture when the pace current is increased to 22ma and capture is lost after 11 seconds when the pace current is reduced to 4 ma for the rest of the case. The clinical data shows that the device was capable of pacing when the proper criteria was met. This report has been closed as device meet specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.